Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Examination of the returned reamer blade determined that the blade exhibits scratches and gouges to the outer diameter. Dimensional inspection found that the inner and outer diameters were conforming to print specifications. Device history record review found no discrepancies. Review of the complaint history determined that no further action is required as no trends were identified. Device analysis indicated that the device met specification, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a knee arthroplasty the reamer blade was catching in the reamer guide. Metal debris from the instrument had to be irrigated from the surgical wound.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during a knee arthroplasty the reamer blade was catching in the reamer guide and metal debride from the instrument had to be irrigated from the surgical wound.